Manufacturer narrative:
(B)(4). A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in (B)(6) 2016 and is approximately 1 year old. The complaint sample is not available for return to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
On checking the needle pack, it appeared the plastic protective covering was not covering the needle. It appears as if the packaging was bending backwards causing the needle to pierce through the plastic. Unable to obtain the needle for return; the paramedic disposed into sharps disposal box. Unable to clarify if the needle was actually through plastic or not when identified. No injuries were reported.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
On checking the needle pack, it appeared the plastic protective covering was not covering the needle. It appears as if the packaging was bending backwards causing the needle to pierce through the plastic. Unable to obtain the needle for return; the paramedic disposed into sharps disposal box. Unable to clarify if the needle was actually through plastic or not when identified. No injuries were reported.